Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure at a-com aneurysm, it was reported that when the physician attempted to implant the subject stent, the microcatheter slipped down and the stent was prematurely deployed in the microcatheter during removal. The procedure was continued after replacing the devices. No clinical consequences reported to the patient. No further information is available now.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that no anomalies were noted to the packaging or to the device prior to use and there is no indication of a use error. Therefore, based on the information currently available the exact cause for the reported stent deployed prematurely during use cannot be determined.

Event description:
During the procedure at a-com aneurysm, it was reported that when the physician attempted to implant the subject stent, the microcatheter slipped down and the stent was prematurely deployed in the microcatheter during removal. The procedure was continued after replacing the devices. No clinical consequences reported to the patient. No further information is available now.